Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that after the patient¿s implant procedure on (B)(6) 2019 the patient was re-admitted to the hospital due to severe pain in the left groin area. Reportedly, the pain occurred approximately every thirty seconds. Field representative met with the patient at the hospital and adjusted the patient¿s device to low settings. The patient was not coherent enough for feedback. The patient was hospitalized and sedated.